Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The device remains implanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as blunt force head injury. Related to manufacturer report #: 3011770902-2016-00282.